Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirms a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the cable broke, there was a problem with the inability to control the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a steel wire at the joint broken. The procedure was completing as planned with no reported injury.